Event description:
Reportedly, the staple line did not hold at the anastomosis and a hemorrhage occurred 24 hours after a colectomy. Therefore, pt requried a second operation. Procedure: colectomy. Pt status unk.